Event description:
Customer reports via phone, during procedures, intermittently, when the staff depress the footswitch to raise the table and then release the footswitch, the table will continue to rise. Staff will either step again on the footswitch up side or step on the footswitch down movement side to stop the table rising motion. Customer reports they have completed all procedures. No reported injury.

Manufacturer narrative:
Product monitoring follow up; customer reports they replaced the defective footswitch with a spare footswitch obtained from another room, installed it on this table, and they are no longer experiencing any table movement problems. Customer did not request a fse service visit to repair the room.